Event description:
Customer reportedly obtained results of 285 mg/dl and 95 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.